Event description:
Pt reports eye infection that was treated at a medical facility by pt's regular physician. Attempts to contact the ecp and the pt for more info have been made with no reply. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being reported as an unconfirmed eye infection. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should add'l info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.